Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the auditory feature was working intermittently while the vibratory feature was operating properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/26/2016-device evaluation: the pump has been returned and evaluated by product analysis on 04/11/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on, and all of the audio settings were found to be set to ¿vibrate.¿ during piezo activation, the pump audio measured within specifications at the proper detectable volume. The pump case was removed, and no internal anomalies or defects to the piezo were found. The complaint was not duplicated. Unrelated to the complaint, the display screen appeared dim and discolored. Additionally, the battery compartment was observed to be cracked.